Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased pacing impedance and noise were observed due to a right atrial (ra) lead fracture. Diagnostic imaging was performed and confirm the lead was damaged. A lead revision procedure is anticipated to resolve the issue. The patient was in stable condition and experienced no adverse health consequences.

Event description:
During follow-up, decreased pacing impedance and noise were observed due to a right atrial (ra) lead fracture. Diagnostic imaging was performed and confirmed the lead was damaged. The issue was resolved by explanting and replacing the ra lead. The patient was in stable condition and experienced no adverse health consequences.